Event description:
It was reported that a y-site separated during use on the general medicine/transplant unit. The patient was receiving tpn and lipids. The patient's blood glucose was checked and found to have dropped to 56. The patient received. Blood glucose was rechecked and found to be 77.

Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
It was reported that the y-site broke during patient use.